Manufacturer narrative:
On (B)(6) 2022 - per our risk management team, the device will not be returned until the investigation is complete.

Event description:
On (B)(6) 2022 - the consumer claims the device ignited a fire at the consumers residence which caused damage. The consumer is seeking compensation for the damages. An investigation is currently under way to determine the root cause.